Event description:
It was reported that a biliary stent was placed in a subclavian to carotid bypass graft. When the physician returned to do post dilation, he noticed that the stent had migrated/ elongated into the carotid artery. No patient injury reported.

Manufacturer narrative:
The device history records were not reviewed, as the lot number was not provided. The sample remains implanted, therefore, no sample evaluation could be done. The application represents off-label use. The lifestent flexstar xl self-expanding biliary stent system is intended for use in the palliation of malignant strictures (neoplasm) in the biliary tree. The event is currently under investigation.